Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b5 describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie in the drawer 3.1 was failed to open. A field service engineer inspected and shut down the device and removed the back panel to access internal components. Disconnected and reconnected the row board cable from the drawer control board and cubie trays, then replaced cubie tray row a. Secured the back panel and powered the station back on. Performed functional testing in the medstation application, confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawers failed to open. The customer stated that the malfunction occurred when the user was trying to issue medications to a patient. There were no delays and adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawers failed to open, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.